Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited noise. The patient was not symptomatic. The noise was reproducible in clinic. Reprogramming the lead did not resolve the issue. The lead was capped on (B)(6) 2018. The left side was occluded, so a new single chamber pacemaker and right ventricular lead was implanted on the right. No further information was available.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.